Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis. The customer was also vomiting. The mother stated that the healthcare professional wants the insulin pump replaced because it did not alarm. Nothing further was reported.